Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6). As reported, the customer stated that the silverhawk entered the patients body and the tip of the product was dropped off. The tip was not left in the patient and another product was used to complete the procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the cutter head assembly was fully in the distal tip assembly as defined by thumbswitch travel limits. Examination of the handle assembly found that the drive key had been unscrewed from the threaded driveshaft hypotube component. The drive keys were not received with the devices.